Event description:
South africa final reporting 2021-72695 pr# 1894615 names of any other regulatory authorities to which these events have been reported: u.s. Food and drug administration date of the reports: (B)(6) 2021 serial number/lot number: (B)(6). Batch number: na software version: na current known location of the medical device involved in the event: unknown any hcr / licensed manufacturer, or licensed distributor comments: na any other countries in which the medical device is known to be on sale or supplied: albania, argentina, australia, austria, azerbaijan, bahrain, bangladesh, belarus, belgium, bosnia, botswana, brazil, brunei, bulgaria, canada, caribbean, central america, chile, china, colombia, croatia, cyprus, czech republic, denmark, dominican republic, ecuador, egypt, estonia, finland, france, georgia, germany, greece, hong kong, hungary, iceland, india, indonesia, ireland, israel, italy, japan, jordan, kazakhstan, kenya, korea, kosovo, kuwait, kyrgyzstan, latvia, lebanon, lithuania, macedonia, malaysia, malta, mauritius, mexico, montenegro, morocco, namibia, netherlands, new zealand, norway, oman, pakistan/afghanistan, peru, philippines, poland, portugal, puerto rico, qatar, romania, russia, saudi arabia, serbia, singapore, slovakia, slovenia, south africa, spain, sri lanka, sweden, switzerland, taiwan, thailand, turkey, UK, ukraine, united arab emirates, uruguay, us, uzbekistan, vietnam, zambia table 1: sales data: south africa sales: 56,110 worldwide (excluding south africa) sales: 11,427,861 sales search criteria: clearcut knives product family from (B)(6) 2020 to (B)(6) 2021. Table 2a: similar events data (similar events are presented irrespective of root cause) [ci blade dull] south africa similar events: 4 worldwide (excluding south africa) similar events: 791 similar events search criteria: clearcut knives product family with event codes for ci blade dull table 2b: rate (per 1000) south africa rate: (B)(4). Worldwide (excluding south africa) rate: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the knife was too blunt to use; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery an ophthalmic knife was found to be blunt. Surgery was completed using an alternate knife. There was no harm to the patient. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).